Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The catalog number provided is the domestic list number that is the same as the international list number listed in the "unique identifier number" field. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. A return sample evaluation was not performed because tubing remains implanted. There was no defect, deficiency, or malfunction of the abbvie peg tube described. The adverse event of infection of the intravenous artery was attributed to administration of local anesthetics during the peg/j procedure. Based on review of the abbvie peg, there was no malfunction identified as contributing to this event. Finally, abbvie reviewed historical complaint data and no complaint trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed.

Event description:
During a nurse visit in (B)(6), the patient's wife reported that after the patient was discharged from the hospital on (B)(6) 2015 post completion of the peg/j placement procedure, the patient had a fever. After a telephone communication with the treating gastroenterologist, zinadol 250mg antibiotics were immediately given with a dosage of 10mg per 12 hours. It was also recommended to use aluminium water three times per day superficially. The doctor confirms that it is an infection of the intravenous artery, caused by the administration of intravenous administration of anesthesia during the peg/j procedure in which the patient underwent on (B)(6) 2015. On the morning of (B)(6) 2015, the patient had normal temperature and at 18.00 p.m. The patient had a temperature of 37 celsius.